Event description:
The customer reports that the inspiratory time % potentiometer is erratic. There was no pt injury. The customer did not remove the pt from the ventilator until the pt was ready. The potentiometer was replaced by the hosp's biomed.